Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 459 mg/dl at the time of incident and 241 mg/dl at the time of call. Customer also reported that alleging the insulin pump under delivering. Customer was treated with delivered 10 units. Troubleshooting was performed for under delivery. The device will be returned for analysis.